Event description:
Clinical information: (B)(4) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. The activated clotting levels were 225,200s and heparin was given. During procedure, before pre-implant balloon valvuloplasty (pre-bav) the patient had a complete heart block and a temporary pacemaker was placed. A pre-bav was done with a 20mm non-abbott balloon. The valve got fully re-sheathed due to implant too high. The final implant depth at non-coronary cusp (ncc) was 6.94mm and at left coronary cusp (lcc) was 7.16mm. On (B)(6) 2026, a permanent pacemaker was implanted.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.